Event description:
Product manufacturer reference number: 3006705815-2019-02900. It was reported that the patient was experiencing pain at the ipg site. The patient reported having weight loss. As a result, the ipg was explanted and replaced on (B)(6) 2019. It is not certain which ipg was replaced, so both are being reported.